Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a significant impact on the patient's symptoms. In thv patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. However, patient factors might have contributed to the event, including the highly calcified native leaflets with the patient's advanced age and female gender. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences japanese affiliate, the patient underwent a transfemoral tavr procedure with a 20mm sapien 3 ultra resilia valve in the native aortic position with nominal contrast solution volume. The patient was extubated and was transferred to post management care. Some hours later, the patient developed a pericardial effusion developed and open-chest hemostasis was performed as treatment. The final patient status is unknown.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information provided by the edwards lifesciences japanese affiliate. Sections b4, b5, g3, g6 and h2 have been updated.

Event description:
As reported by an edwards lifesciences japanese affiliate, the patient underwent a transfemoral tavr procedure with a 20mm sapien 3 ultra resilia valve in the native aortic position with nominal contrast solution volume. The patient was extubated and left the operating room. Later on the same day, a pericardial effusion and subsequent cardiac tamponade developed due to a left ventricular injury, caused by the technique used during safari wire placement. An open-chest hemostasis was performed as treatment.

Event description:
Additional information provided by the edwards lifesciences japanese affiliate:although an open-chest hemostasis was performed as treatment, multiple organ failure occurred and eventually the patient passed away on postoperative day 35 due to bleeding. Per the medical opinion, the death was related to both the edwards device and tavr procedure. It was notified that the cause of death is related to the left ventricular rupture.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the edwards lifesciences japanese affiliate. Sections b2, b4, b5, g3, g6, h1, h2, h6: health effect - impact code, health effect - clinical code and investigation conclusions have been updated. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause of the ventricular perforation with subsequent tamponade cannot be confirmed, it was reported that the injury was "due to the technique used during safari wire placement", which is performed prior to placement of an edwards delivery system (procedural factors). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.